Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she felt uncomfortable stimulation/ overstimulation. Her implant started buzzing in her abdomen to her knee to her chest, so she turned stimulation off. The patient fell when using a gurney and this could be related to the issue. The patient could not completely stop her urine.

Event description:
Additional information received from the consumer reported that all their old and new issues were resolved. The patient met with their manufacturer representative and modifications were made to the stimulator and it was working fine.

Event description:
Additional information from the consumer reported that the overstimulation was corrected by turning her implants off and the rep made adjustments in the programs. The patient had a meeting on (B)(6) 2015 and thought they should be resolved then. She planned to call the doctor on (B)(6) 2015 to let him know how the bladder was working and go from there. As of (B)(6) 2015, the patient needed some tweaking. She had needed a full change of clothing occasionally. She went through semi-pads during the day and underpants (like depends) at night.

Manufacturer narrative:
See MFR. Report #3004209178-2015-23523 regarding the other device/therapy the patient had.

Event description:
Additional information received from the patient reported that the buzzing sensation stopped when she was able to turn the unit off when she got home. She turned her devices on and slowly turned the stimulation up until it was comfortable. The patient also noted that she had been ill and ¿not functioning on all cylinders.¿ a manufacturer representative for another device/therapy reported meeting with the patient on (B)(6) 2015 and noted that the patient reported that the vibration/buzzing issue had resolved.